Manufacturer narrative:
The initial reporter's facility name is (B)(6) hospital. Imdrf patient code e2401 captures the reportable event of injury to the biliary vessel. Imdrf impact code f2303 captures the administration of painkillers. Imdrf device code a041001 captures the reportable event of stent wire punctured sheath.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted in the bile duct to treat a biliary stricture during a stent placement procedure performed on (B)(6), 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, resistance was felt during delivery and the patient experienced pain. The device was then removed, and it was noted that the stent wire punctured the tip part of the outer sheath causing injury to the patient's biliary vessel. The patient was administered with painkillers and the procedure was completed with a different device. The patient's condition following the procedure was reported to be stable. Note: it was reported that the wallflex biliary uncovered stent was to be implanted to treat a benign stenosis. However, per the wallstent rx biliary, with or without permalume covering instructions for use (IFU), the stent is indicated for use in the treatment of biliary strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stenosis. Photos of the complaint device were provided showing the stent's wire punctured the outer sheath.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be implanted in the bile duct to treat a biliary stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, resistance was felt during delivery and the patient experienced pain. The device was then removed, and it was noted that the stent wire punctured the tip part of the outer sheath causing injury to the patient's biliary vessel. The patient was administered with painkillers and the procedure was completed with a different device. The patient's condition following the procedure was reported to be stable. Note: it was reported that the wallflex biliary uncovered stent was to be implanted to treat a benign stenosis. However, per the wallstent rx biliary, with or without permalume covering instructions for use (IFU), the stent is indicated for use in the treatment of biliary strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stenosis. Photos of the complaint device were provided showing the stent's wire punctured the outer sheath.

Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of injury to the biliary vessel. Imdrf impact code f2303 captures the administration of painkillers. Imdrf device code a041001 captures the reportable event of stent wire punctured sheath. Block h11: a wallstent biliary rx uncovered stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection of the device in the scope found the outer clear sheath punctured. Furthermore, a photo of the device was provided, and it was observed that the wire of the stent punctured the outer clear sheath. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent wire punctured sheath. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the wallflex biliary uncovered stent was to be implanted to treat a benign stenosis. The IFU states, "the stent is indicated for use in the treatment of biliary strictures produced by malignant neoplasms." It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the reported event of stent wire punctured sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.